Event description:
Patient tested 23mg/dl on the device, ten minutes later customer tested 106mg/dl on a lab, and ten munutes after that results customer tested 109 mg/dl on a repeat test done on the device. No treatment based on device results. Quality controls were used and reportedly within range. Requested return of suspect device and replacement was sent.